Manufacturer narrative:
Investigation pending.

Event description:
Patient was tested on triage cardiac panel test and false positive troponin (tni) results were observed vs. Eci negative results. Customer then ran the same sample and observed negative results. She then pulled the original device and inserted it into both triage meters and observed two positive results. Patient awoke with throbbing left arm pain. Patient has no history of angina. Atypical chest pain setting off left elbow bursitis - radiating to chest. Baseline EKG negative; CT scan normal; x-ray clear.